Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's facial nerve paralysis and infection reportedly resolved. This is the final report.

Event description:
The recipient is reportedly experiencing facial paralysis. The recipient's device was explanted. During surgery, the surgeon noted an infection. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient's facial paralysis was not resolved by explant surgery. The recipient was recommended additional treatment to help resolve the facial paralysis.

Manufacturer narrative:
The surgeon reportedly believes the facial nerve paralysis may be related to the inflammatory reaction and infection issue.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.